Event description:
Dealer says the user stated that the rear wheels are clicking. Dealer found that the left motor is clicking. The dealer says that both motors do not hold when in gear and when pushing the chair.